Event description:
It was reported that during a laparoscopic total hysterectomy procedure the tissue pad fell off of the device and was found on the drape. Another device was used to complete the case with no patient consequence.

Event description:
Pt contacted (B)(4) to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed. The batch history records were reviewed with no anomalies noted during the manufacturing process.